Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: no evidence of excessive pump temperature duplicated during investigation. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Excessive battery usage observed in black box on (B)(6) 2015 current draws within specifications. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.